Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a feeding pump. The customer stated that the respiratory therapist entered the pt room and smelled plastic burning. She then realized, it was the epump and unplugged it. They removed the pt and the epump from the room.